Manufacturer narrative:
The investigation was based on the reported event, correspondence and log analysis of the affected evita v300 device. According to the further information the date of event was the march 16th, 2023. After final investigation a stop due to a fully depleted battery could be confirmed. The device behaved and alarmed as specified the alarm message "battery low" on 6:53 am and "battery discharged" at 7:00 am. Later at 7:23 am the ac mains was reconnected and the device continued to ventilate after successful warm start. Furthermore, the safety software detected a difference between the expiratory and inspiratory pressure. Consequently, the alarm message "device failure" and "pressure measurement inaccurate" was posted by the device and the ventilation unit performed a pressure release caused by fluids in the breathing circuit. The device reacted as specified to a significant difference in expiratory and inspiratory pressure with an accompanying alarm message and a pressure release of the pneumatic system. The device was tested onsite by service technician accirding to manufacturer specs without deviations. According to the investigation results no device malfunction could be detected. If not yet done as a preventive measure replace the internal battery. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the device stops working suddenly on a patient and the client is going to reporting this issue to military services authority as well the upa. We performed the following steps to try to solve this issue: 1- m 16 board replacement, 2- pba pi power replacement, 3- pba main replacement, 4- internal battery replacement (according to the last error log that was analysed by draeger) but the problem was not solved. So, we installed back the original boards of the device, 5- attached the pictures of the problem that is happening as well the latest error log.